Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests five times a day and manages his diabetes with 10 units of novolog plus sliding scale three times a day and 35 units of lantus in the evening. The patient alleged that the issue began on (B)(6) 2011 at approximately 12pm. In response to the reported power issue, the patient confirmed he did not administer any of his diabetes medication throughout the day and stated he did not test his blood glucose with another device. Eleven hours after the alleged issue began the patient confirmed he became disoriented; the patient's wife immediately transported the patient to the emergency room (ER). During his time in the ER, the patient clarified he obtained a blood glucose result of "877mg/dl" with a laboratory device and was (at an unknown time later) administered an unknown amount of insulin by the health care professional (hcp). At an unknown time later, the patient indicated he obtained a blood glucose result of "300mg/dl" with the ER/hospital's meter. The patient indicated he was hospitalized for eight days for observation and therapy. During troubleshooting, the csr noted the subject meter's batteries did not need to be replaced per owner's booklet recommendation. The patient denied any trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hyperglycemia and was allegedly hospitalized after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was tested and the primary complaint was not confirmed. However, a secondary issue was found where the spc 3 pin was high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.